Event description:
The obstetrician called hospital contact to report that a pt, following c-section surgery, had an allergic reaction to the incise on the drape resulting in blisters. Per further communication with dr, there was a rash and they prescribed calamine lotion only for treatment.